Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and a malfunction alarm (alarm 7) occurred. Customer changed pump supplies to address occlusion and tandem technical support assisted customer with clearing the malfunction alarm. Customer's blood glucose was 200-250 mg/dl.